Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/04/2019. The service engineer replaced the air exhalation flow sensor and the sensor pcba

Event description:
It was reported that the gas accuracy failed during testing. There was no patient involvement.